Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient went to the emergency department for high blood glucose (bg) levels. The patient was reportedly on holiday without a backup plan and the pump emitted recurring call service 069 alarms on (B)(6) 2017. The patient reportedly was seen in the emergency department on (B)(6) 2017 and was given a prescription for a back-up plan. The reporter noted that the patient took sick leave from work to recover from the alleged bg excursion. No bg values or signs/symptoms of hyperglycemia were provided. Troubleshooting could not be completed at the time of initial contact. Customer technical support made several attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with recurring call service alarms.

Manufacturer narrative:
Follow-up #1: date of device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box indicated a call service 087 alarm occurred at 20:21 on (B)(6) 2017 and deliveries resumed at 20:34. Multiple call service 087 alarms were observed on (B)(6) 2017 starting at 20:08. The black box showed that the pump was unable to recover from the alarms and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. After all test steps were completed, a call service 69 alarm was intermittently reproduced. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.